Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the pt room at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to the account to check the brake caster function. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005-2008. It is unk if the facility performed any other preventative maintenance on this bed. Three attempts have been made by hill-rom technical support regarding a resolution to this contact line, with no response. Based on this info, no further action is required.